Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator and collimator cable was replaced and the gib and ffb boards were replaced. The system was the found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported a displayed collimator potentiometer error message during a pt procedure. There is no report of pt injury associated with this event.